Event description:
It was reported that the patient's right ventricular pacing lead had high thresholds which led to increased battery depletion on their device. The lead was capped and replaced. The device was explanted due to early battery depletion and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). These events were reported to FDA on january 31, 2013 within a retrospective summary report. The FDA approval number for this summary report is (B)(4). The total number of events being summarized for product code nvz is 234, including the 3500a event and events detailed in the xls. This retrospective review was performed following our firm's change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. Please note that included in this retrospective summary report are the relevant events for product code dxy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).